Event description:
This incident was reported by the patient to the manufacturer. It was alleged that the patient's lens became damaged during use. The patient reports they were able to remove the damaged lens but later experienced an unspecified eye infection and were treated with antibiotics, medication also unspecified. The patient supplied contact details for their eye care provide (ecp) and additional information was requested. The ecp reported that the patient was last seen on (B)(6) 2024, for their contact lens fitting at their annual eye exam and was not seen at their office since that visit, including for the current event. It remains unclear if or where the patient received treatment. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the allegation of eye infection with the lack of medical information, unconfirmed diagnosis, unknown patient resolution and potential for serious or permanent injury associated with some ocular infection. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. . .

Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed.